Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s spouse reported via phone call that the insulin pump had a button error. The customer was bolusing and the buttons got stuck. No buttons were responding. They reported that they also received a no delivery error prior to issue. The customer¿s blood glucose level was 271 mg/dl. They were advised to observe the time clock for one minute to verify if time advances. The caller stated that time was stuck. The display was frozen. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump received with no button response due to corroded keypad traces on act and down arrow button. No button error alarm, time clock anomaly and frozen screen noted during testing. Unable to confirm excessive no delivery alarm and unable to perform any tests due to buttons unresponsive. Pump received with cracked battery tube thread, cracked reservoir tube lip, missing end cap sticker and minor scratches on display window noted.